Event description:
Customer reported erroneous glucose results with the instrument. There was no report of injury for this event.

Manufacturer narrative:
The discordant glucose results are due to operator error. Customer is using urine strips from a different manufacturer on the ct50 instrument. Siemens does not recommend use of non-siemens branded urinalysis strips on siemens systems.